Event description:
User facility reports that physician indicated "probe would not retract when placed on patient's eye."

Manufacturer narrative:
Iridex received the product on (B)(4) 2012, and is in the process of evaluating the product. The product is currently under investigation as to any modes of failure. A follow-up report will be submitted based on the results of the investigation. Reasonable attempts have been made to contact the treating physician to discuss the product malfunction and the status of the patient involved in the procedure. At this time, iridex has not obtained a response from the treating physician and will continue to pursue to obtain feedback from the user facility. A follow-up report will be submitted based on the response from the user facility/treating physician.